Event description:
It was reported that the pump was alarming again and showed the error code ¿41626.¿ per reporter, the pump battery door was opened and closed, pump powered on, acknowledge the loss of power alarm, and the pump was restarted. Per reporter, the screen had read ¿running¿ and the reservoir volume had been empty in 35 hours and 33 minutes. Reporter stated that the alarm occurred around 1:00 am that day, troubleshooting was performed and the pump restarted, but this had been the third time the issue had occurred. The reservoir volume was 78.2 ml. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.